Event description:
The pump was returned for investigation. Investigation revealed a display lens leak and moisture corrosion on the internal components. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no errors, alarms and warnings outside of normal use were observed in the history and black box. There was no moisture corrosion visible in the battery compartment. A display lens leak was observed during testing. The pump cover was removed to inspect the internal components and moisture corrosion was observed on the internal components. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).